Event description:
It was reported that the depuy cement implanted in patient expired. They would like someone to contact the hospital in regards to this incident. Doe: (B)(6) 2022.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information was received indicating this product is a combination product. Therefore, any further reports will now be captured under mrn: 1818910-2022-10049.

Manufacturer narrative:
Product complaint # ==> (B)(4)this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (lot, catalog, expiration date, UDI), g4 (PMA/ 510(k)), h4 (combination product) details for gentamicin component of combination product: dmf# - 13704 trade name ¿ gentamicin sulphate active ingredient(s) ¿ gentamicin sulphate dosage form - powder strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a, d2b, d3, h8

Event description:
Additional information received. A. May we know if you have specific questions or concerns with regards to the incident? -expiration date on the cement package indicates (B)(6), 2021. What I know about other devices is that if it is still 60 days, the product can still be used and is safe to use. Does it also apply to bone cement too?

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.